Event description:
It was reported that the atrial lead exhibited over sensing and low lead impedance. The lead was capped and replaced during a device upgrade procedure. The patient was doing well after the procedure.